Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters experienced the needle through the catheter while introducing catheter/ product defect was noted during use. The following information was provided by the initial reporter: pushing the needle deeper into the blood vessel is sometimes difficult; once the needle has withdrawn a little and you want to push further in the blood vessel, there is a lot of resistance and the catheter is easily perforated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheters experienced the needle through the catheter while introducing catheter/ product defect was noted during use. The following information was provided by the initial reporter: pushing the needle deeper into the blood vessel is sometimes difficult; once the needle has withdrawn a little and you want to push further in the blood vessel, there is a lot of resistance and the catheter is easily perforated.